Event description:
Patient reported, right side "swelling, induration and seroma". Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "seroma-late" is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Patient representative later reported right side "recall," "seroma," "pain," "discomfort," "sensitivity," "fluid," "reactive alteration." The device has been explanted.